Event description:
There is a small pin-sized hole around the middle of the exactamix 250 ml eva container. (The area around the suspected location of the hole is circled on the product). Therapy date: (B)(6) 2018.